Manufacturer narrative:
The clip was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the clip¿s detachment cannot be determined at this time. If additional information become available or if the device is returned at a later time. This report will be supplemented accordingly.

Event description:
Olympus was informed that a patient presented to the emergency room with two missing clips and post-operative bleeding. It was reported that the performing doctor felt as if the patient's tissue was clipped correctly but later that day the patient experienced bleeding. The patient underwent emergency surgery to stop the bleeding. No further information was provided. This 2 of 2 reports.